Manufacturer narrative:
Two used list# ch-14, chemoclave® vented bag spike and one sodium chloride 0.9% 500ml IV bag were returned for evaluation. As received a stick down in 1 on the claves was confirmed. No mating device was returned for evaluation. The set was primed and no flow was noted. When the claves were dissembled a crush spike and partial coring was observed. No additional damage or anomalies. Complaint of no flow/ can't prime can be confirmed. The probable cause is due to manufacturing molding defect. A device history report (DHR) lot review was performed and no relevant discrepancies. Anomalies or nonconformances were identified that might lead the condition reported by customer.

Event description:
The event involved a chemoclave® vented bag spike where it was stated in the report that during infusion, the silicone was sunken, and the normal saline fluid couldn't drip. There was patient involvement, and no patient harm/adverse event reported. There was no delay in critical therapy.